Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned. Per the instructions for use of the intrathecal catheter, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a catheter revision. During follow-up communication, agent confirmed that this patient was reporting inadequate pain relief. Physician performed catheter revision as the catheter migrated out of place. Catheter was discarded and no issues with the pump. A new catheter was placed.